Event description:
The ventilator's display was white with gray lines. The biomedical assessment revealed that staff was able to confirm the problem. A vendor from respironics was called to complete a warranty repair. The respironics service tech found an open circuit in the backlight cable. The cable was slightly shorter than it should have been to avoid stretching. Respironics installed a longer, updated cable, and an adapter pc board, which gave the new cable even more slack. The unit was tested and returned to service. There was no patient harm as a result of this failure.